Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material at the distal tip could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found at the distal end, other evaluation findings are as follows: the water tightness was lost due to a cut on switch#1 and switch#4; the grip had a dent; the connecting tube had a buckling; the universal cord was wrinkled; the video connector case was cracked; and there were scratches on the electrical contact off the video connector, the universal cord, the light guide lens, and the image guide protector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The cysto-nephro videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.